Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. It was also reported that the device may have been squirting out insulin during manual priming. Customer stated that the drive support cap was sticking out. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage was noted on the electronic assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.